Event description:
It was reported that patient presented to clinic for follow up. It was noted that the atrial lead exhibited noise over sensing resulted in an inappropriate mode switch. The atrial lead was capped and replaced with a new lead on (B)(6) 2026. The patient was stable throughout the procedure.